Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect impact code - rehabilitation h6: health effect clinical code - viral infection h6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024 , it was reported that the patient was not feeling well and started vomiting. She eventually lost consciousness. The patient¿s girlfriend called ems. The patient¿s cgm was reading 102 mg/dl, however, the patient¿s bg meter reading could not be recalled. Ems arrived and transported the patient to the ER. A bg meter reading was done, but the patient does not have any recollection of the value as she was unconscious at the time. The patient was initially diagnosed with septic shock, pneumonia, and west nile virus. At the ER, the patient¿s sensor/transmitter were removed. The patient was transferred to another medical facility and admitted to the ICU. At the second facility is where the patient was also diagnosed with dka. No specific bg meter reading could be recalled. The patient was treated with unspecified antibiotics, propranolol, and diamox. The patient was discharged from the hospital on (B)(6) 2024 and moved into a rehabilitation facility. The patient was discharged home from the rehabilitation facility on (B)(6) 2024 . The patient was ¿feeling better¿ at the time of report. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.